Event description:
Md reports pt experienced intense substernal chest pain 20 minutes into treatment relieved with discontinuation of dialysis. Pt taken to emergency room in stable condition. Was evaluated and released - result of hosp eval was negative. Md feels this was an ethylene oxide reaction and reports that an rn from fmc "qa" came to the unit to review the rinsing procedure. No further occurrences.